Manufacturer narrative:
Based on the information provided, no conclusion can be made. As reported, the patient experienced redness, swelling, exudation from the incision about 9 days post implant of the perfix plug. As reported, the incision healed well following a dressing change. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As per nmpa (B)(6): on (B)(6) 2021 the patient underwent right-side indirect inguinal hernia filling tension-free hernia repair with implant of a bard/davol perfix plug. On (B)(6) 2021 the incision had mild redness, swelling with a small amount of exudation. The wound healed well after application of a local dressing change with swelling and pain relief.